Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they were very frustrated with their stimulator because it was not effective at all and that it had been "a problem from the beginning." The patient stated they had told their managing healthcare provider (hcp) and the healthcare provider had arranged an appointment for the patient with a manufacturer representative (rep) today (2023-nov-03). The patient drove an hour only to be told the representative wasn't going to be able to make the appointment. The rep told the patient to "just turn it off for a week." The patient stated since they got the implant, they weren't getting any results from the therapy. They'd tried everything they could possibly do with each program, but they couldn't get it to work properly and they were getting horrible stimulation in areas where they shouldn't be getting stimulation. The patient stated for every program, if they went past 1.0 ma or higher, they felt the stimulation around their ins site. The patient stated they couldn't increase past 1.5 ma because it would hurt so bad if they went any higher. The patient stated at one point, the rep told them to talk to a different rep and that rep told the patient to try programs 5, 6 and 7. However on one program they felt stimulation in their abdomen another program it was felt like a grip around the circumference of their thigh and on another program it went down to the arch of their foot. Patient services reviewed stimulation expectations with the patient. The patient stated there might be some settings where they felt the stimulation a little in the bike seat but not often. The patient stated the therapy only worked if they were walking around but if they were laying down or when they would get up to go to the bathroom or move, they'd leak. The patient stated it started getting worse in the past 2-3 weeks and that the last program they put it on , they felt the generator was going to "rip out of" their skin it hurt so bad. The patient stated they turned the therapy off after that and they were peeing all over themselves now. The patient denied having had any falls or traumas that led to the issue but they stated that they'd had a radio frequency ablation done on their intercostal and cluneal nerves on 2023-oct-12. The patient stated they asked the pain management doctor if it would interfere with their device/therapy and the doctor said "no" that it wouldn't because they were working above the implanted system. Patient services reviewed labeling for rf ablation with the patient. The patient stated when they had the excruciating pain from the program and turned the therapy off, that had been one week after the ablation procedure (2023-oct-19). The patient stated they saw a nurse practitioner (np) on wednesday (2023-nov-01) because they had a uti and told the np they were ready to have the whole thing explanted. Patient services reviewed the role of the rep with the patient and provided the patient with the national answering service number and redirected the patient to their healthcare provider to further address the issue. Patient services advised the patient they would reach out to the field on their behalf. The patient was going to follow up with their hcp and patient services emailed the field. Patient services wanted to note that the patient was never able to clarify when the stimulation around the ins site first started but noted it had happened prior to getting the ablation. Additional information was received from the manufacturer representative (rep). They stated they were scheduled to see the patient in office on 2023-nov-08. During the visit, it was determined that the impedance was normal. The patient stated that when the device was on, their urinary leakage was far better than when the device was off, but when they increase the stimulation, they had pain. They discussed not turning the device up too much. The patient also reported urinary incontinence when they stand up quickly and the doctor will discuss treatments with them.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.